Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer stated that every month the pumps stopped working and squirted out insulin when priming.the blood glucose reading was 232 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: motor error alarm during basic occlusion test and a33 alarmed during prime/a33 test at 4.0 lbs due to faulty fsr. (Gold) the motor wastested outside the device and passed motor test. Unable to perform occlusion and excessive no delivery test due to motor error alarm and no a33 alarm. Pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.